Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacturer date. Monitor: 10/06/2014. Electrode belt: 04/28/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was in a hospital and unconscious and alone at the time of passing. Review of the download data, indicates the patient received three shocks in response to low amplitude oversensing. The patient was in asystole with low amplitude oversensing during treatment one and three at 20:21:58 and 20:22:50. The patient's post-shock rhythm for treatment one was asystole and was CPR artifact for treatment three. Treatment two occurred at 20:22:25. The patient's rhythm at the time of the treatment was asystole and the post-shock rhythm was asystole with cardiac activity. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020 at approximately 9:00 pm. No indication at this time that the device caused or contributed to the patient passing.